Event description:
It was reported that in (B)(6) 2013, primary surgery was performed. A plate breakage was found in (B)(6) 2014.

Manufacturer narrative:
The product was returned for investigation and the reported event could be confirmed. The macroscopic and microscopic investigations show that the plate broke in low cycle fatigue mode by exceeding the material strength after a few cycles under partially very high forces. The investigation shows on the fractured surfaces the appearance of a low cycle fatigue rupture. The fracture surfaces reveal partially predominant proportions of forced rupture and secondary cracks as well as swinging lines of a fatigue breakage to some extent. The root cause of the failure could have been one or repeated powerful dynamically overload of the fracture area of the plate. In the event description it was stated that the plate has been implanted in (B)(6) 2013 and the plate was found broken in (B)(6) 2014. As stated in the related instruction for use the bone usually heals within 6-10 weeks, which indicates that the bone must have healed around (B)(6) 2014. Therefore there is no indication that the plate did not fulfill its intended function.

Event description:
It was reported that in (B)(6) 2013, primary surgery was performed. A plate breakage was found in (B)(6) 2014.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.